Event description:
Repair request initiated for device with the report of overheating. It was reported there was no patient involvement.  Repair request escalated to a product event due to return in less than 90 days from purchase or repair.

Manufacturer narrative:
H3: product analysis: evaluation could not reproduce the reported malfunction of overheating as the maximum temperature was within specification at 93°f. However, it was noted that the front and rear bearings are worn, laser markings are faded and pm performed for o-ring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.